Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was ovalized approximately 122.0 cm from the hub and kinked approximately 128.0 cm from the hub.conclusions: evaluation of the returned device revealed it was ovalized in the distal shaft. This type of damage typically occurs due to forceful gripping or otherwise compressing the cat6 during insertion into an rhv. Further evaluation revealed the distal shaft was kinked. This damage likely occurred due to forceful advancement of the cat6 against resistance. The rhv and cat8 mentioned in the complaint were not returned for evaluation. Cat6 devices are 100% visually inspected during in-process inspection.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while advancing the cat6 through the rotating hemostasis valve (rhv) of an indigo system aspiration catheter 8 (cat8), the physician noticed that the shaft of the cat6 was ovalized. Therefore, the cat6 was removed from the rhv. The physician performed another angiogram and decided not to continue the procedure. There was no report of an adverse effect to the patient.